Event description:
During a coronary drug eluting stenting treatment procedure, difficulties were encountered advancing the stent and it dislodged from the delivery device. The physician noted that the wiseguide catheter was kinked and had a > 90 degree angle. When the physician pulled back on the guide, the catheter would straighten and he was able to advance the taxus express2 3.0 x 32 mm drug eluting stent. However, when he advanced the guide again, the kink would return. The physician was unable to place the stent in the lesion in the right coronary artery. When he attempted to remove the stent delivery system, he noted resistance due to the kink in the wiseguide catheter. The physician examined the system when it was removed from the pt and noted that the stent was not on the delivery system. The physician is uncertain whether the undeployed taxus express2 drug eluting stent remains inside the patient or if it dislodged in the guide catheter. During this procedure, five additional taxus express2 drug eluting stents were successfully deployed; 3.5 x 16 mm in the proximal lad; 2.75 x 32 mm and a 2.75 x 8 mm in the circumflex; and two 3.0 x 12 mm stents in the rca without incident. There were no other patient complications reported.